Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant procedure the patient experienced discomfort when the sheath and lead were inserted. The sheath could not hold the ventricular septal position so the physician experienced positioning/placement difficulty when inserting the right ventricular (rv) lead. When deployed the pacing pattern remained unchanged. The lead was not used and a replacement lead was implanted instead. No patient complications have been reported as a result of this event.